Manufacturer narrative:
Unit was received with normal operating currents. Also passed self test,restart error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime and system sensor test due to faulty force system sensor. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times for the past 6 months. The customer's blood glucose reading was 369 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal and that the pump has 5 motor errors in the pump history for the past month. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.